Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a force sensor error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was last serviced in august, 2022 per ro# (B)(4) and there was no indication of a service issue during the investigation. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no signs of external damage. Functional testing found the force sensor was out of specification. Force count was 201 (should be in 30s) and value was 4.13 lb with no pressure applied. Replaced force sensor and calibrated the pump. The root cause of the reported issue was found to be normal wear, force sensor is 7 years old. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer and attached on 20 september 2022, the event occurred upon incoming inspection from repair. The unit never made it back out to the floors therefore, this error was not seen during patient use. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.